Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was 8.0 mmol/l. Reportedly the customer had an alternate pump for insulin therapy.